Manufacturer narrative:
As reported, the sorbafix enhanced failed to fixate the mesh. Photo and video review confirms the reported event. The video provided shows graspers in vivo attempting to remove a loose fastener that has failed to fixate the mesh to the tissue. Based on the information provided and without having the sample to evaluate, no conclusions can be made as why the fasteners did not fixate the mesh to the tissue. Review of manufacturing records shows product was made to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery and states, ¿compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample not returned.

Event description:
As reported, during a laparoscopic ventral hernia intraperitoneal onlay mesh procedure sorbafix fixation device was used to fixate a mesh. After applying counter-pressure, the fasteners did not deploy correctly. The device failed to fixate the mesh and deployed loose fastener which was removed immediately. A fastener was observed stuck at the tip of the cannula. The procedure was completed with another sorbafix fixation device. It was reported that surgeon dry fired the device to check if the problem re-occurred and jam was noted while triggering the device after the first fire. It was reported that there was no patient harm or injury.